Event description:
Vns pt has recently experienced an increase in seizure activity. It was reported that the pt uses the magnet a lot to initiate magnet mode stimulation and that their device is programmed to the highest possible normal mode output current (3.5ma). Treating neurologist plans to perform device diagnostic testing in an attempt to determine whether the pt's generator is nearing normal end of service. Investigation to date has been unable to determine whether the reported increase in seizure activity is an increase above pre-vns baseline frequency or simply an increase above previous efficacy with the vns therapy.

Event description:
Product analysis summary: the pulse generator met electrical test specification. There were no visual anomalies identified or observed. No performance anamalies were noted. The pulse generator did not show any condition that would have contributed to the report increase in seizures or suspected end of service. The device was not at end of service. The cause of the increase in seizures in uknown. Possibly causes for the patient's increase in seizures are external stimuli (i.e. Stress), family issues, other illness not related to epilepsy and non-compliance with medications. However, without information from treating neurologist the exact cause of the reported event cannot be determined.